Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 750 analyzer recovered erratically high platelet results on twenty (20) patient specimens. There were no erroneous results reported out of the laboratory. The erroneous results were caught by delta checks of patient results. Patient printouts and raw data were requested but not provided from the customer. Without instrument printouts we are unable to determine if the lh750 instrument generated any flags. There was no death or injury and no reports of affect to patient treatment.

Manufacturer narrative:
Specimen collection and storage information were not provided. Controls were run before and after the incident and instrument was performing within qc specifications. The instrument is currently within qc specifications with respect to controls and reproducibility. Previously run samples were rerun to confirm accurate back to the last acceptable control run. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse reviewed the sample history, which portrayed that the problem is very intermittent and when it occurs the majority of occurrences voteout with no results or recover >2000. Customer repeats as per lab protocol or runs on an alternate instrument and results are recovered without errors. The fse reseated the circuit boards and rebooted the workstation. The fse also verified mixing bubbles and replaced the red blood count (rbc) bath. The fse verified repairs per established procedures. Results meet published performance specifications. The root cause is unknown to date for this event.